Event description:
During a code the unit would not defibrillate with the quick combo pads. The paddles were then immediately used. They worked, but the error message said "energy default." When bio-med checked the equipment, they noted a frayed power cord. The cord was replaced and all tests performed on the equipment were passed. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working.